Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dentist sent an email stating that his patient had a reaction to whitening. We responded asking for symptoms of the patient with no response so we called the office. Spoke with dr. (B)(6) and he said that the patient has been whitening for 4 or 5 days and reported swelling in the gingiva and possibly lips and mild discomfort. I advised that it could possibly be a hema allergy and to cease use of the (B)(6) desensitizer immediately. Followed up with dental office on (B)(6) 2016, they checked on the patient, stating patient reported an improvement and the swelling had subsided. Patient stopped using the hema desensitizer and will use a desensitizing toothpaste.